Manufacturer narrative:
The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip. No cracks noted on the reservoir window. The pump passed the self test and error alarm test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported the customer had an unexpected restart alarm and a crack present on the insulin pump's screen. The customer also reported a crack by the reservoir window. The customer's blood glucose was unknown. Troubleshooting did not occur on the insulin pump. The insulin pump will be returned for analysis.